Manufacturer narrative:
Added information based on device evaluation. Corrected to indicate this is a single use device.

Event description:
It was reported there was a leak at the edge of the blanket where the hose is located, which could result in liquid leaking onto the patient support surface area. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported there was a leak at the edge of the blanket where the hose is located, which could result in liquid leaking onto the patient support surface area. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.